Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that acute stent thrombosis occurred. The target lesion was located in the mid left anterior descending artery. Following pre-dilatation with a 3x20mm nc emerge balloon catheter, a 3.00x20mm promus premier drug-eluting stent was implanted for treatment and was post dilated with 3.0x15 nc emerge balloon catheter. However, approximately two hours later, the patient experienced chest pain and cardiac catheterization revealed stent thrombosis. Pre-dilatation with a 3x15mm nc emerge balloon catheter was then performed and a 3x38mm premier stent was advanced and covered the area. Following post dilatation with a 3x20mm nc emerge balloon catheter, an image was taken using an optical coherence tomography and it showed expansion and free of clot. No further patient complications were reported. The patient was given cangrelor and was discharged.